Manufacturer narrative:
Patient information requested, and all available information is included.

Event description:
Customer stated that when priming the IV administration set, noticed fluid leaking from a pin hole in the pumping segment. No patient harm reported and no other event or patient details available. The IV administration set was received. Investigation is on-going. A follow up report will be filed upon completion of the investigation.